Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4. D9. G3. G6. H2. H3. H6. H10. Visual inspection of the returned product identified the shell having debris on the outer and inner surface and found it to exhibit signs of being implanted wear/discoloration / foreign material / scratched. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Findings include: altr, elevated ion levels, significant trunnionosis, liner and screw removed, grossly loose acetabular component, femur explanted without complications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00784800200, modular neck k 12/14 neck taper use with +0 heads only, lot: 62302149, part: 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot: 62334048, part: 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, lot: 62342956, part: 00620004822, shell porous with cluster holes 48 mm o.d., lot: 61112414, part: 00631004832, liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell, lot: 62294081, part: 00-6250-065-30, trilogy bone scr 6.5x30, lot: 62332468. Multiple MDR reports were filed for this event, please see associated reports: neck: 0001822565-2017-03611, head: 0002648920-2017-00355.

Event description:
It was reported that a patient underwent total hip arthroplasty and subsequently was revised almost four years later due to elevated metal ions and adverse local tissue reaction. During the revision procedure, the surgeon noted significant trunnionosis and a grossly loose acetabular component. All components were removed and replaced. Attempts have been made and no further information has been provided.